Event description:
It was reported that this brady lead was an attempted implant in the left bundle branch due to amplitude were noted alternating high and low, including threshold. Also, when attempted to reposition, the lead helix was not easy to retract that eventually the lead was released. Additionally, another attempt was made for lbb, but patient blood pressure dropped. Hence, the physician opted to use a passive rv lead and was successfully implanted. No adverse patient effects were reported. The lead was kept by the hospital.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.